Event description:
It was reported that non-dependent patient presented at the clinic with the lead exhibiting high, out of range pacing lead impedance. Patient was scheduled for lead stress test but did not come into the clinic.